Event description:
A facility reported that 7 pts who had dialyzed on the same machine had excessive fluid losses. The nurse had notified their technical dept for machine repair. The machine was supposedly repaired by the machine tech. The last incident which occurred on 10/10/96. The pt had been dialyzing on a reused dialyzer for 2 hrs when the pt began cramping and hypotensive. The nurse stated there were no unusual alarms during the treatment, but that the tmp reading did drop from an initial reading of 250mmhg to 150mmhg prior to the pt symptoms. The tmp alarm limits were not set following the device labeling recommendations for high permeable dialyzers. The pt received normal saline and the treatment was discontinued. The machine was removed from the treatment area for service by the facility machine tech.